Manufacturer narrative:
Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a calcaneal slide procedure on (B)(6) 2018, the speedtitan compression implant would not deploy from the patient. The surgeon struggled and attempted to pull the staple back out three times but was unable to deploy the device. The procedure was then completed with the aid of another unknown staple available in the room. The procedure was completed successfully. The patient outcome is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR: device history records review was completed for part: se-2020ti, lot: bmese155337. Manufacturing location: biomedical enterprises, san antonio, manufacturing date: dec 31, 2015, expiry date: dec 23, 2020. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of speed titan 20x20x20mm was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Raw material lot 1510129112 met all dimensional and visual criteria at the time of release with no issues documented that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.